Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, the lint/straight fiber found on the iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Photo received. Complaint cannot be confirmed, from the supplied photo. Based on our observation of the attached photo, the reported complaint could not be seen. The root cause for the reported complaint could not be determined, as no product was returned. And not enough information was provided to complete the investigation. All product history records are quality reviewed, prior to product release. The manufacturer internal reference number is: (B)(4).